Event description:
Information received by medtronic indicated that the insulin pump clip rail was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Sw 4.11e. Retainer ring = black. Customer complained about the unit having a broken belt clip rail area. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, partially broken off belt clip rails and scratched case. Insulin pump was confirmed for partially broken off belt clip rails. Unit passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.